Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded battery tube noted during visual inspection. Device also received with minor scratched lcd window, cracked case(battery tube), cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a blank display the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display after it has been exposed to moisture. Customer also reported that he had a high blood glucose reading and treated with manual injection. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.